Event description:
It was reported the pt had his spectra replaced with another spectra penile prosthesis as the pt was dissatisfied as he could not bend the device on one side. No further pt complications were reported.

Manufacturer narrative:
Analysis results - both cylinders were functional tested and visually inspected. Both cylinders performed within spec. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.